Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3550-39, lot# n230568, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: accessory. Product ID: 3998, lot# v279273, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had her third stimulator placed in (B)(6) 2013 and they moved the paddles because the wires from her second stimulator were deteriorating. No additional complications were reported/anticipated. Omitted information related to (B)(4) ¿ loss of stim, pain, hands blue and curling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2018-mar-26. It was reported that the leads had high impedances which indicated that they were fractured. At the same time, the battery was reaching the end of its service (eos). The symptoms the patient experienced related to this issue were return of complex regional pain syndrome (crps) pain, hand clenching, and temperature/color changes. The hcp then noted that there was no specific incident that led to the leads deteriorating but the leads were in the cervical spine which were more prone to fracture due to neck movement. There were no further complications reported or anticipated.